Event description:
It was reported that shaft break occurred. A 2.50 x 24mm synergy drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, the shaft broke. The device was successfully removed from the patient's body. No patient complications were reported.